Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona standard cemented cruciate retaining femoral component right size 10 catalog #: 42502606802 lot #: 66508009, persona medial congruent articular surface right 12mm catalog #: 42522100912 lot #: 66689792, persona cemented all poly patella 35mm catalog #: 42540000035 lot #: 66815059. E1 - establishment name - (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The device history records were not reviewed as the devices were determined to be unrelated to the reported event. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression ¿wound concerns¿ or "non-healing wound¿ would imply that the appearance of the wound deviated from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or more invasively with an irrigation and debridement (I&d), which promotes healing at the site and prevents further complications. The root cause of the reported event is determined to be traced to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a debridement and secondary closure of the surgical wound approximately one (1) month following a right knee arthroplasty after sustaining a fall. During the procedure, traumatic dehiscence of superficial and subcutaneous wound without any evidence of capsular tearing was noted. All implants remained intact and were not revised. The patient was discharged the following day. No additional information is available.